Event description:
The provider alleges the teeth on the hublock spacer are curved on a solara3g wheelchair. The provider states the hublock on the chair is stripped. He states the teeth on the hub will not disengage on right